Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
Arjo was notified by mhra of the event regarding the patient's death from intentionally lowering the back rest onto his/her neck resulting in asphyxiation. The following information was provided: ¿completed suicide. The mechanical agents of the bed were used. The back rest was elevated, bed rails down. The patient had accessed the bed from the side placing their head on the bar, taking a kneeling position facing down and using the patient controller brought the back rest down on the back of their neck to compress airway. Bed has been assessed fully by medical physics post incident report indicates in full working order.¿

Manufacturer narrative:
Arjo was notified by the mhra (medicines and healthcare products regulatory agency) of an event regarding a patients' death caused by intentionally lowering the back rest onto the neck, resulting in asphyxiation. The following information was provided: ¿completed suicide. The mechanical agents of the bed were used. The back rest was elevated, bed rails down. The patient had accessed the bed from the side placing their head on the bar, taking a kneeling position facing down and using the patient controller brought the back rest down on the back of their neck to compress airway. Bed has been assessed fully by medical physics post incident report indicates in full working order.¿ iric (incident reporting and investigation centre) is investigating this case as a suicide. Based on the information received, the involved enterprise 5000x bed was inspected by medical physics after the event. No device malfunction was indicated, and the device was found to be in full working order. It is not known why the patient performed such an action. This is considered intentional device use for a non-approved purpose. The instructions for use for enterprise 5000x bed (746-577-en) includes the following information related to the entrapment hazards: - "before operating the bed, make sure the patient is positioned correctly to avoid entrapment." - "to ensure the patient can use the bed safely, their age, size and condition should be assessed by a clinically qualified person." The enterprise 5000x bed was working per manufacturers¿ specification when the event occurred. The device was used by a patient at the time of the event. Taking a conservative approach, arjo decided to report the event due to the patient death reported while using the arjo bed.